Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h373 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h373 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. An incomplete kit was returned by the customer for evaluation. Examination of the received kit verified a centrifuge bowl break had occurred as the centrifuge bowl was received in multiple pieces. Further examination determined that several broken pieces of the centrifuge bowl and drive tube were not returned; therefore, the analysis was limited to the components available for inspection. The centrifuge bowl base was mostly intact and two of the locating tabs were not damaged; indicating the bowl base was likely secured in the bowl holder when the break occurred. The bowl base had a large piece of the outer bowl still attached to it. The available outer bowl pieces were examined and determined that the outer bowl and bowl base had separated. The separation occurred above the weld joint indicating the separation occurred in the outer bowl material and not at the weld. The root cause of the centrifuge bowl break was most likely a break in the outer bowl material; however, the cause for the break in the outer bowl material could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 173 ml of whole blood was processed at the time the break occurred. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition. The customer returned the kit for investigation.